Event description:
It was reported that following a spinal fusion surgery, implant movement occurred. At the time of the index procedure, due to discogenic pain, the patient underwent l5-s1 spinal fusion surgery with placement of an ardis peek implant and unilateral pedicle screws with a facet dowl on the contralateral side. Five - seven days later, the patient was reported to have tripped over his crutches. CT imaging identified that the ardis implant had retropulsed. Revision surgery was performed and the implant was replaced with a different device.

Manufacturer narrative:
Date of event: between (B)(6) 2012. Weight: "medium" build. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is related to patient condition.